Event description:
Pt felt his upper back gradually getting warmer and so hot he felt he was frying. MRI procedure stopped after 50 mins. Unable to complete test due to heat from shelf region on machine.